Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,e2,e3,h6(clinical & impact)

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is missing button for diagnostic tests. There was no patient involvement.

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "missing button for diagnostic tests". A getinge field service engineer (fse) had evaluated the unit and found that the pbc switch was being pushed in behind the front panel and pbc needs to be replaced. Installed pbc front end board and updated to current software. Unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for the clinical use. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is missing button for diagnostic tests.